Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reached elective replacement indicator (eri) and the patient presented to the hospital for a device change-out; it was then noted there was no capture from the device at a programmed rv output of 2.0v. Capture was not observed at higher outputs through the device, however, the capture threshold tested via the analyzer was 0.7v. The battery voltage was also lower than expected and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.